Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow, de novo lesion in the mid internal carotid artery with mild calcification. A large emboshield nav6 embolic protection system (eps) was prepped as per the instructions for use and advanced distal to the lesion with resistance with the anatomy. On attempting to deploy the filter of the eps, the filter migrated proximally while the barewire remained distal. The filter only partially opened with pulling back the handle. Attempts were made to correct the position of the filter but it failed to fully deploy. The rx retrieval catheter was used to retrieve the filter. While the filter was fully collapsed, difficulty re-sheathing the filter with the retrieval catheter was noted. The eps was removed as a single unit with difficulty and once outside the patient anatomy, the filter of the eps was noted to have split and would not fully open. No problems with the handle of the eps noted outside of the anatomy. The procedure was successfully completed with the deployment of an acculink stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed. The reported deployment issue was confirmed due to the damage noted on the delivery catheter. The shaft material was torn on the inner layer. The top layer was intact and stretched at the bent deployment wire. The resistance was unable to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the large emboshield nav6 embolic protection system (eps) was removed prior to the deployment of the acculink stent. No additional eps system was utilized. No additional information was provided.